Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records received were reviewed and confirmed the reported event. The device history records were reviewed and no discrepancies were identified. A definitive root cause could not be determined with the information provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent a knee arthroplasty revision to address the tibial articular surface dislodging and screw fracture after a fall approximately five (5) months post-operatively. Attempts have been made; however, no additional information is available.

Manufacturer narrative:
(B)(4). D10 - concomitant devices - nexgen stemmed precoat tibial component size 5 catalog #: 00598004701 lot #: 61977583, nexgen straight stem extension 12mm x 100mm catalog #: 00598801012 lot #: 61761113, nexgen offset stem extension 11mm x 100mm catalog #: 00598802011 lot #: 61975276, nexgen distal precoat femoral augment catalog #: 00599003720 lot #: 60605927, nexgen distal precoat femoral augment catalog #: 00599003720 lot #: 61409425, nexgen cemented option femoral component right size g catalog #: 00599401792 lot #: 61583531. G2 - report source - foreign: event occurred in australia. The complainant has not yet indicated whether the product will be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. H3 other text : investigation incomplete.